Manufacturer narrative:
Additional information received on 09 november 2016 and includes: the patient tested positive for staphylococcus. Batch reviews performed on 25 november 2016. Lot 161611: (B)(4) items manufactured and released on 10 june 2016. Expiration date: 2021-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size s -4, code 01.29.204, lot. 162721 (k112115): (B)(4) items manufactured and released on 02 august 2016. Expiration date: 2021-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon performed an I & d and swapped the head and poly. The surgery was completed successfully.